Manufacturer narrative:
Device was used for treatment, not diagnosis. Date unknown as the event is the due to postoperative device breakage. This report is for an unknown screw. Reporter provided the part numbers for (B)(4) explanted screws but did not know which part number was associated with the broken screw. Implant date: unknown date in 2000 or 2001. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient experienced a distal radius fracture in 2000 or 2001 and was implanted with a distal radius pi plate. Approximately three weeks ago, the patient was found to have a ruptured tendon. The patient was returned to the operating room on (B)(6) 2014 for removal of plate and screws. All implants were removed intact with the exception of one screw that was locked to the plate and had to be broken in order to remove it. A piece of the shaft was left in the patient. The tendon was sutured and procedure was completed. No additional implants were required. This is report 1 of 1 for (B)(4). This report is for an unknown broken screw.

Manufacturer narrative:
Device used for treatment not diagnosis. No known impact or consequence to patient. Ruptured tendon: unknown date, medically discovered approximately (B)(6) 2014. One screw was submitted on the initial medwatch report. A total of ten screw part numbers were reported. Synthes is unable to determine which part number potentially contributed to the complaint event; therefore, all part numbers are being reported as follows: 402.818, 401.624, 401.626, 401.6xx. A piece of the broken screw was not explanted. All other screws were explanted on march 6, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.